Event description:
It was reported that after an MR examination, the patient table was commanded to move to the home position. During table movement, an unexpected change in the patient's position was observed. The patient was subsequently found to have sustained a humerus fracture.

Manufacturer narrative:
Legal Manufacturer: HCS MR - 3200 N Grandview Blvd. USA Waukesha, WI 53188. GE HealthCare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.